Event description:
A simplygo device was returned to the third-party service center for evaluation. During the evaluation it was noted that the device had a burnt pca. Additional findings included clogged sieves and a defective, noisy compressor that required replacement. The inlet filter was also replaced due to preventive maintenance. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.